Event description:
Customer reported epithelial ingrowth on patient's left eye. An oral steroid was not prescribed. Topical steroid dosage was increased. A flap lift and rinse was not performed. Patient did not experience a loss of best corrected visual acuity (bcva). Pre-op bcva was 20/20 on both eyes. Patient reported good distance visual acuity, left eye visual acuity seems better than right eye. Patient had slight struggle accommodating. On (B)(6) 2014, customer reported that the flap lift & rinse was performed on (B)(6) 2014 without incident. Patient returned the next day and uncorrected visual acuity (ucva) = 20/30. On (B)(6) 2014. Ucva = 20/20, no patient complaints.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. An amo representative visited the site on (B)(4) 2014 for a normally scheduled preventive maintenance and did not identify any issues associated with the event. All pertinent information available to abbott medical optics has been submitted. Placeholder.